Event description:
Customer reports that 4000cc were pumped into the pt's knee within three minutes into the case. The pump settings were 30 mmhg and 100% flow. Extravasation of pt's knee was reported but no adverse reported. Surgery was aborted. Risk mgr will not release pump tubing (B)(4) used during the surgery. This device is used for treatment.

Manufacturer narrative:
The pump was tested in-house and the customer's complaint could not be duplicated. The MFR determined the unit was within specs and could not duplicate the customer's complaint. The tubing used was not returned and its lot number was not provided. Tubing history could not be reviewed and the mfg date not determined. The cause of this event was not determined. However, review of similar incidents reported to arthrex, where pump tubing was also returned for eval, indicate that operating room procedures related to the set up of the device and associated tubing did not conform to instructions provided with the device and associated tubing set. The instructions for use for both the pump and tubing sets clearly warn the use of the consequences of not following the instructions for use. The labeling for the device and the associated tubing, the instruction manual for the pump and a troubleshooting guide for the device provided with each device and tubing set, clearly outlines the proper set up procedure and sufficiently warns the user of the potential consequences (extravasation) if the directions are not followed.